Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and non-malignant pain. It was reported that in 2015 the patient had fallen. They did not fall on their backside, they fell on their face. The patient saw their health care professional (hcp) and they looked at their back, but did not do any diagnostic images to look at it. It was reported that the stimulation was no longer helping with their back pain. There was a loss of therapy since (B)(6) 2016. This was reported as a gradual change in therapy. The patient had pain at the implantable neurostimulator (ins) pocket site. This was a gradual change since (B)(6) 2016. The patient tried turning it up to see if that helped in (B)(6) 2016, but when they turned it up, it made them had a sense of nervousness and they started shaking. With additional information from the manufacturer representative in june, it was reported that the pain at the ins site was due to the ins flipping around. The ins was loose, had movement, or had migrated. There were no impedance issues but the ins felt perpendicular to the skin as opposed to sitting flush against it. A revision was scheduled for (B)(6) 2016 to explant the ins. Information regarding capping boots for the proximal ends of the lead was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.